Manufacturer narrative:
Further review of the returned clamp confirmed there is some physical damage to the clamp but the damage does not impair function. The returned clamp was still fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement open spine clamp shipped to site 04/27/2016. Medtronic investigation of returned suspect open spine clamp finds that the threads on the adjustment screw are not worn as was reported. There is debris in the threads, however, the function of the screw is not impaired. There are tool marks around the head of the screw and the retainer ring on the tip of the screw is stretched allowing some play in the movement of the clamp face. Some teeth on the clamp are nicked and bent. Otherwise, the clamp is functional. No fault found. No further issues have been reported.

Event description:
A medtronic representative reported a site's open spine clamp that had worn threads on the screw. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.